Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported by the user that during an eviva biopsy procedure on (B)(6) 2026, "we placed a second needle that also lost suction mid case. Did try a third needle and was able to finish the case. We are not sure if we lost suction or if the needle did not completely fire." Additional information was obtained from the user, in which it was reported that a second skin incision to the patient was required in order to complete the procedure. Injury MDR is being submitted due to the additional surgical intervention of a second skin incision.